Event description:
It was reported that during replacement surgery for normal battery depletion, the lead fractured. The "terminal end" of the component remained in the epidural space. The pt underwent additional surgery to remove the fractured lead and this resulted in injuries to the pt (symptoms or injuries were not specified). A new system was implanted at this time. The pt claims the explanted neurostimulator was defective and contained inadequate warnings. No outcome was reported.

Manufacturer narrative:
Final ipg and lead analysis revealed no anomaly found - normal device function. Additional lead info noted the distal end was not returned. The product was segmented.